Event description:
Caller reported a malfunction on the pump, specifically a malfunction code 16. Blood glucose level did not exceed 500 mg/dl, so there was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information, assisted with resetting the pump, and since the malfunction recurred, arranged for a replacement pump. Customer will use multiple daily injections as backup therapy and was informed about training availability in their tandem source account. Instructions for pump storage mode and return procedure were also provided, and the customer acknowledged them.